Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer detached from the tubing of a solution set resulting in a leak. This occurred when the nurse was attempting to attach the set to an unspecified device. There was no patient injury or medical intervention associated with this event. No additional information is available.